Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a 71-year-old female patient (72.0 kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a heart block. It was reported by the bwi representative that during an ablation procedure, damage to the atrioventricular (av) node was observed on the carto EKG and the recording system. The injury was confirmed by an electrocardiogram (EKG). For medical intervention, a pacemaker implant operation was performed to stabilize the patient. An stsf catheter and a coronary sinus (cs) catheter were used in the case. Both catheters are available for return. They have been advised to expect a return kit. Unfortunately, the cs catheter used in the case got discarded. They sent back the ablation catheter. Tracking number is (B)(4). Physician¿s opinion on the cause of this adverse event was the procedure and patient condition. Outcome of the adverse event was improved, required a permanent pacemaker. Patient required extended hospitalization because of the adverse event as he stayed overnight due to pacemaker implant. Other relevant history- had lbbb morphology on baseline ECG, ef < 30%. Generator information was a smart ablate rf generator; ref: (B)(4); sn: (B)(4). Ablation was not preformed prior to complete heart block. When the physician deflected the ablation catheter across the tricuspid valve, we damaged the right bundle branch causing the patient to go into chb due to her already having a lbbb on the ECG, so the av heart block was due to physical contact. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30907838l number, and no internal action related to the complaint was found during the review. The manufacture and expiration dates were included in their appropriate fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).